Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval experienced a constant load set message and the device was found out of spec with respect to the reported symptom. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no pt injury.